Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had tried various programs and it was not helping them. The caller indicated that the patient had "bout of incontinence where it stops and starts," but has now become constantly incontinent. The patient has tried all 4 of their programs staying on each for "a couple months" and the patient was at "almost 5"at the time of the call and could not go any higher because stimulation becomes uncomfortable at more than 5. The patient reported that they had a broken tibia and fibula that caused a fall on their left hip which resulted in the patient having a total hip replacement. The patient indicated that when they turn the ins off for surgery they have problems after turning it back on. The patient indicated that the bouts of incontinence started around the same time as their hip replacement. The patient was advised to follow-up with their healthcare provider (hcp) to have the device checked. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Health care professional reported that the last follow-up in office was (B)(6) 2015. Patient was instructed on program change and to call if they had any problems. No further complications reported/anticipated.